Event description:
It was reported that during an interventional stenting procedure, a xience stent delivery system (sds) was advanced through a non-abbott guiding catheter and prior to entering the patients anatomy, as the xience sds was advancing through the non- abbott guiding catheter, into the non-abbott guideliner, there was resistance felt. The physician pushed forward against the resistance and the stent dislodged. Reportedly, the stent was found still attached to the xience sds, but more proximally on the shaft of the xience sds. The xience sds was removed without difficulty, leaving the same non-abbott guiding catheter, non-abbott guideliner, and non-abbott guide wire inside the patients anatomy. Another new same size xience sds was advanced and again the xience sds met resistance as it was advancing through the non-abbott guiding catheter, into the non-abbott guideliner, prior to entering the patients anatomy. The physician pushed forward and again the stent dislodged and was found attached to the proximal shaft of the xience sds. The xience sds was removed without difficulty and the non-abbott guideliner was removed from the patients anatomy. Another new same size xience sds was advanced to successfully complete the procedure. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance the device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the dislodged stent implant was returned for evaluation, thus confirming the reported dislodgement. Difficult to position/guiding catheter resistance could not be tested as the only the dislodged stent implant was returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) states should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. There is no indication of a product quality deficiency.